Event description:
The complainant reported that during a therapeutic procedure, male pt age unk, the wire that controls the basket broke. The device was replaced and the procedure was completed. There were no reported adverse affects to the pt.